Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse regarding the system error 2240 alarm due to separation. The nurse was not aware of this event, however, the patient has been seen since and has resumed therapy. There was no patient injury or medical intervention associated with this event. This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient line became separated from the transfer set. Labeling review finds the labeling adequate for the potential use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported a system error 2240 during drain 1 of 9. The patient line became inadvertently separated from the transfer set. The technical service representative (tsr) assisted in clearing the alarm and advised the home patient to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.